Event description:
The pt experienced a loss of therapeutic effect and a loss of stimulation approx 5 days ago. The pt had no falls/trauma or medical procedures related to this event although they did have x-rays taken in that period. The pt was admitted to the hosp. The nurse reported that the device was on and that the upper limit was reached at 6.3 volts. The pt was in a different state and was unable to work with her managing physician. Further info was requested.

Manufacturer narrative:
(B) (4).